Event description:
The pt developed an infection approximately one month after implant. The onset of symptoms was 2005. The pt was experiencing fever, redness, swelling, drainage, incisional wound opening and pain. The primary location of the infections was the lumbar region. Cultures were taken of the device pocket, lumbar region, cerebrospinal fluid and blood; staph aureus was isolated. The hcp indicated that the pt did not have meningitis. The pt was treated with both oral and intravenous antibiotics and the total device system was explanted. The pt has the risk factor of debilitated status. The pt did not experience drug withdrawal and the infection resolved. The wounds have healed. The hcp is considering reimplantation of a pump at a later date.